Manufacturer narrative:
Corrected data. B3. Date of event documented in the initial medwatch report was erroneously aligned with the date of death. H6. The annex codes e and b were erroneously omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, following the implantation of a 26mm transcatheter aortic bioprosthetic valve, the patient developed an acute aortic dissection that progressed to cardiac tamponade, resulting in obstructive shock and death. During the implantation of the valve, additional precautions were taken, due to tortuosity of the abdominal and descending aorta, an aortic root angle of 64°, and dilation of the ascending aorta, including the use of a long sheath and a specialized medtronic guidewire (stedi), in order to minimize the risk of vascular injury. During the placement of the medtronic guidewire in the left ventricle, it was noted to be unstable. The guidewire was temporarily exchanged for a pigtail catheter, the apical position was established, and the guidewire was advanced successfully. Final contrast imaging suggested that the deployed valve was exerting pressure on the greater curvature of the aorta; however, no evidence of dissection or separation was observed on angiography or echocardiography at the end of the procedure. Following the procedure, the patient developed complete atrio-ventricular block, which required temporary pacing. The patient later developed an intrinsic rhythm, and removal of the temporary pacemaker was being considered. After transfer out of the surgical intensive care unit, the patient showed no immediate clinical concerns. The following morning, the patient developed a dimer level of approximately 4.0. Vital signs remained stable, and chest x ray demonstrated no mediastinal widening. That night, the patient experienced cardiac tamponade. A pericardiocentesis was attempted, but the effusion had coagulated and could not be drained. The patient did not respond to resuscitation efforts and subsequently died. It was noted that the upper end of the implanted valve may have exerted additional pressure on the aorta with each pulse beat and may have contributed to the sudden onset of dissection. In addition, calcification was present at the brachiocephalic artery bifurcation, and it was considered that interaction between the delivery catheter system (dcs) and this calcification at the time the dcs exited the non-medtronic sheath may have caused the dissection. Post-implant computed tomography indicated that the entry tear of the dissection originated at the brachiocephalic artery bifurcation. The reported cause of death was cardiac tamponade secondary to acute aortic dissection, resulting in obstructive shock.

Manufacturer narrative:
Corrected data: h6. Annex a code was added pertaining to the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of a 26 mm transcatheter aortic bioprosthetic valve, the patient developed an acute aortic dissection that progressed to cardiac tamponade, resulting in obstructive shock and death. During the implantation of the valve, additional precautions were taken, due to tortuosity of the abdominal and descending aorta, an aortic root angle of 64°, and dilation of the ascending aorta, including the use of a long sheath and a specialized medtronic guidewire, in order to minimize the risk of vascular injury. During the placement of the medtronic guidewire in the left ventricle, it was noted to be unstable. The guidewire was temporarily exchanged for a pigtail catheter, the apical position was established, and the guidewire was advanced successfully. Final contrast imaging suggested that the deployed valve was exerting pressure on the greater curvature of the aorta; however, no evidence of dissection or separation was observed on angiography or echocardiography at the end of the procedure. Following the procedure, the patient developed complete atrio-ventricular block, which required temporary pacing. The patient later developed an intrinsic rhythm, and removal of the temporary pacemaker was being considered. After transfer out of the surgical intensive care unit, the patient showed no immediate clinical concerns. The following morning, the patient developed a d dimer level of approximately 4.0. Vital signs remained stable, and chest x ray demonstrated no mediastinal widening. That night, the patient experienced cardiac tamponade. A pericardiocentesis was attempted, but the effusion had coagulated and could not be drained. The patient did not respond to resuscitation efforts and subsequently died. It was noted that the upper end of the implanted valve may have exerted additional pressure on the aorta with each pulse beat and may have contributed to the sudden onset of dissection. In addition, calcification was present at the brachiocephalic artery bifurcation, and it was considered that interaction between the delivery catheter system (dcs) and this calcification at the time the dcs exited the non-medtronic sheath may have caused the dissection. Post-implant computed tomography indicated that the entry tear of the dissection originated at the brachiocephalic artery bifurcation. The reported cause of death was cardiac tamponade secondary to acute aortic dissection, resulting in obstructive shock.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: 0012867007; UDI: (B)(4); manufactured date: 2025-06-13; use by date: 2027-06-13; implant date: non-implantable; FDA site ID: 9612164. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012710786); product type: 0195-heart valves; implant date: non-implantable product ID: guidewire stedi-3; lot: unknown; UDI: unknown; implant date: non-implantable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of a 26 mm transcatheter aortic bioprosthetic valve, the patient developed an acute aortic dissection that progressed to cardiac tamponade, resulting in obstructive shock and death. During the implantation of the valve, additional precautions were taken, due to tortuosity of the abdominal and descending aorta, an aortic root angle of 64°, and dilation of the ascending aorta, including the use of a long sheath and a specialized medtronic guidewire, in order to minimize the risk of vascular injury. During the placement of the medtronic guidewire in the left ventricle, it was noted to be unstable. The guidewire was temporarily exchanged for a pigtail catheter, the apical position was established, and the guidewire was advanced successfully. Final contrast imaging suggested that the deployed valve was exerting pressure on the greater curvature of the aorta; however, no evidence of dissection or separation was observed on angiography or echocardiography at the end of the procedure. Following the procedure, the patient developed complete atrio-ventricular block, which required temporary pacing. The patient later developed an intrinsic rhythm, and removal of the temporary pacemaker was being considered. After transfer out of the surgical intensive care unit, the patient showed no immediate clinical concerns. The following morning, the patient developed a d dimer level of approximately 4.0. Vital signs remained stable, and chest x ray demonstrated no mediastinal widening. That night, the patient experienced cardiac tamponade. A pericardiocentesis was attempted, but the effusion had coagulated and could not be drained. The patient did not respond to resuscitation efforts and subsequently died. It was noted that the upper end of the implanted valve may have exerted additional pressure on the aorta with each pulse beat and may have contributed to the sudden onset of dissection. In addition, calcification was present at the brachiocephalic artery bifurcation, and it was considered that interaction between the delivery catheter system (dcs) and this calcification at the time the dcs exited the non-medtronic sheath may have caused the dissection. Post-implant computed tomography indicated that the entry tear of the dissection originated at the brachiocephalic artery bifurcation. The reported cause of death was cardiac tamponade secondary to acute aortic dissection, resulting in obstructive shock. Additional information was received that the right side was used as the access site. The non-medtronic sheath was advanced up near the brachiocephalic artery, and focus was placed on passing through the bend. Therefore, the exact position of the non-medtronic sheath was not checked in details and may have been placed more peripherally. The transcatheter valve was delivered through the sheath. It was noted that when the dcs exited the non-medtronic sheath, movement of the dcs was restricted and the dcs possibly interacted with calcification at the brachiocephalic artery branch causing a dissection. The pericardiocentesis was performed to address the dissection. Per the physician, the poor positioning of the non-medtronic sheath was noted to be the cause of the dissection, and the dcs possibly contributed to the dissection; however, the transcatheter valve and medtronic guidewire did not contribute to the dissection. Per the physician, the dcs cannot be excluded as a contributing cause to the death; however, the valve and medtronic guidewire can be excluded as a contributing cause. The patient's underlying medical history did not cause or contribute to the death.